Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement fuse 15a 250vfast shipped to site 03/29/2016. Suspect fuse discarded by the site and will not be returned to manufacturer for analysis. On 03/31/2016 a medtronic representative performed an imaging system check-out, all areas passed. Cvs din rail fuses were replaced system performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system mobile view station (mvs) fuses blew. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date provided.